Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient's daughter informed a nurse that the patient was diagnosed with a stoma site infection on (B)(6) 2026. A swab was positive for bacteria and the patient was prescribed diprogenta for 15 days and an unspecified oral antibiotic for a week.